Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Reporter phone number: (B)(6). A device history record (DHR) review was performed on part # 03.114.001, lot # 9972971: manufacturing location: supplier - (B)(4). Packaged by: (B)(4), manufacturing date: 02-mar-2017: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2017 the drill sleeve could not be inserted into the plate hole. The drill sleeve was replaced with another drill sleeve. However the replaced drill sleeve could not be inserted into the plate hole either. No delay in surgery or adverse consequence to the patient was reported. Concomitant device reported: plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This complaint is confirmed. This issue has been identified and escalated from a previous complaint. Appropriate actions have been initiated / taken to address the matter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.